Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 147 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.